Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all cubie pockets, drawers, and tower doors were not detected on the bus and this issue started while user was pulling out medications. The customer rebooted the station and performed a drawer recovery, but the system continued to display a required maintenance error. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which resulted in an approximate 15 minute delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) found no faults upon arrival. The fse reviewed the available air logs and identified intermittent issues with auxiliary drawer 2.2 and main drawer 3.2. Both drawers were tested using the hardware test application, and no faults were found. All four tower doors were also tested, and no faults were identified during testing. The system functioned as intended when the field service engineer investigated the device.